Event description:
The "rapid gas loss" alarm sounded. The iabp was refilled but the alarms continued. The iab, pump and extender tubing were changed. (Multiple event to customer complaint number 97-00896) on 08/11/97, datascope was notified that the patient went onto expire. (Event complications: unknown - reported 07/31/97). (Pt's current status: expired-rpt'd 08/11/97.)